Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2823. Since the initial cesub report was filed, additional information regarding the event has been reviewed and is summarized.

Manufacturer narrative:
Additional information revealed hot fluid leak from the cervix. Endometriosiswas unknown.

Event description:
According to the complainant, during the procedure, the patient received vaginal burns. The hta device failed to sound a "fluid-loss" alarm and it was unclear if fluid was leaking into the patient. The procedure was not completed due to this event. Follow up received indicated the patient incurred two burns. The first burn located on the perennial was approximately 3.2 cm and was "barely first degree". The second burn located on the vaginal wall was also no more than a first degree burn and more of a blanching size. The patient was treated with permarin cream and a full recovery is expected after a follow up visit the next day. No additional information is available.

Manufacturer narrative:
The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed. Other: wrong device returned